Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram was performed which showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, two balloon loss of pressure events were reported to have occurred in the same patient which suggests that the patient anatomy (such as the presence of clinically significant peripheral vascular disease) may have contacted the balloon, potentially contributing to a tear in both balloons. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: the pi number is unknown as the lot number was not provided. See medwatch form #s 3004939290-2015-00372 & 3004939290-2015-00373.

Event description:
The following information was reported: the balloon popped on two devices at the 2nd stop(arteriotomy). A hematoma of 6 cm or less formed after the second device was taken out. Manual compression of 30 minutes or less was applied. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: at prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when balloon was at arteriotomy. There was no resistance while inserting the device. There was resistance while pulling back. Procedure type: intervention peripheral vessel size: 6 mm sheath size: 6f.